Manufacturer narrative:
Concomitant medical products: dtmb1q1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection in the pocket area. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and not replaced. No further patient complications have been reported as a result of this event.